Event description:
This robotic prograsp forcep was returned tagged "broken". I put the instrument back into the rotation but, it was returned a 2nd time with no other info given except "broken". I would imagine that the tips are not grasping tissue as they should. Ref# (B)(4), ver 11 lot#k11220725 0449. FDA safety report ID # (B)(4).